Event description:
Customer reportedly received the following results on the compact plus system: 54 mg/dl, 55 mg/dl, 333 mg/dl, and 111 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.